Event description:
An olympus representative reported on behalf of the customer that the single use distal cover fell off of the evis exera iii duodenovideoscope and into an unknown part of the patient's body. The tip was found missing at the end of a therapeutic endoscopic retrograde cholangiopancreatography and the scope had been removed. An esophagogastroduodenoscopy (egd) was performed and the egd scope was used to retrieve the cover. The procedure was completed with no delays within 80 minutes using the same equipment. There were no reports of patient harm. Olympus received further information from the customer indicating that the distal cover was not damaged and that no anti-fog agent was applied to the scope lens. Lubricant was used on the scope. The customer also ensured the distal cover did not come off after it was attached, that there was no damage, and that the distal cover was pushed firmly in place. The related patient identifier (B)(6) captures the single use distal cover.